Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope exhibited a b31 error code. The issue occurred during preparation for use prior to an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is possible that the circuit board in the image sensor unit or the one in the endoscope connector may have been damaged, leading to the reported event. The probable cause of the damage could be irregular stress on the bending section, such as excessive angulation, chipping of the a-rubber glue, or external stress on the endoscope connector section, which caused damage to the electrical components. However, the definitive root cause of the reported issue could not be determined. The instruction for use states the inspection method associated with the event in "section 3.8 ¿inspection of the endoscopic system chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.